Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, did not experience recurring malfunction, was advised to continue using pump, and was instructed to call back if malfunction code recurred, which customer understood and acknowledged.